Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details regarding the recipient's tinnitus will not be provided. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical test performed. Advanced electrical testing performed on the device revealed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. This device as explanted for medical reasons. However, this device had an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. The recipient is doing well, however, is still experiencing tinnitus. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing tinnitus with and without device use. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.